Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensors had no electrode. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 3 opened and used enlite sensors and performed visual inspection and found 2 sensors with cannula retracted inside sensor base, and found no broken cannulas during analysis missing 3rd sensor. Unable to confirm if the customer received sensor in said condition due to customer returned opened and used. Also, performed visual inspection and checked 3 introducer needles for burrs, hooks and dull needle tip defects and none was found, the introducer needles passed per specifications